Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, while doing a lung resection, when the surgeon fired the handle, reload started to cut and lay staples and then nothing came out/cut; at the same time the elbow of the shaft broke and tons of metal came out of the elbow. The surgeon said it was almost as if the drive mechanism was hitting resistance and the metal fatigued at the joint. There was trauma to the tissue due to the clamp and failure to fire or cut but there was no permanent damage. A new handle and reload used to complete the case. There was no patient injury.